Event description:
Caller states patient was unconscious one hour after obtaining a result of 5.0 mmol/l on the aviva system (caller reports this result was not found in the meter memory). Patient tested 78 mmol/l on lab value and received unspecified medical treatment. Caller also indicated the meter screen was "damaged" (possible missing segments/icons). Patient is still in the hospital. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states pt was unconscious one hour after obtaining a result of 5.0 mmol/l on the aviva system (caller reports this result was not found in the meter memory). Pt tested 78 mmol/l on lab value and received unspecified medical treatment. Caller also indicated the meter screen was "damaged" (possible missing segments/icons). Pt is still in the hosp. Requested return of suspect device.

Manufacturer narrative:
The event occurred in another country.